Manufacturer narrative:
This follow-up report is being sent to relay that maude report (B)(4) refers to the same event.

Event description:
It was reported that patient underwent a rotator cuff procedure on (B)(6) 2012. While attempting to insert the anchor implant, the tip fractured off. The remaining piece was removed and another implant was used to finish the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under warnings list, " do not use excessive force when inserting suture anchors. Excessive force (e.g. Long hard hammer blows) may cause fracture or bending of the device." The user facility was notified of the event. Should the user facility submit a medwatch report or additional information, biomet will forward a supplemental report to the FDA. This report is number 1 of 1 mdrs filed for the same event (reference 1825034-2012-01300).